Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was low r wave sensing with a drop of right ventricular (rv) lead voltage. The lead was further reported to have dislodged. Additional information received reported the patient had received high voltage therapy secondary due an episode of ventricular tachycardia (vt). It is suspected that arm pulling when the patient was assisted off of the floor resulted in dislodgement. No gross dislodgement was seen and micro dislodgement is suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.